Event description:
During the procedure to implant the pt's (germany) ipg, invalid impedance measurements were observed via intraoperative testing. As such, the physician decided to explant and replace the lead. Effective stimulation was obtained for the pt following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.